Event description:
Customer reported tubing leaked at the upper silicone segment during use. There was no report of patient harm or medical intervention. Customer stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.